Event description:
Pt was being treated for cerebral infarction. Physician attempted to use penumbra system separator 041 to the distal of the target blood vessel to clear clot; however, the distal tip was bent and unavailable. Another new separator 041 was used to finish the procedure.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing methods for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.